Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: h3, h4, h6, h11. This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure of the image noise was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown procedure, the endoeye flex 3d deflectable videoscope image became like a sandstorm. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.